Event description:
It was reported that the power surge occurred. During an ablation procedure with an maestro 4000 system the user was experiencing power surges during ablation. No patient complications were reported.

Manufacturer narrative:
The product was returned, there was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. During investigation the device failed post with no power. Further investigation noted one fuse was blown and no output (24v) was present from power supply. The root cause was attributed to defective power supply. Following replacement of the power supply, re assembled unit per top assembly procedure, inspected device labels, inspected all connectors and hardware that are all properly secured. Route to additional test. The device then passed all performance criteria of its calibration procedure and final test prior to its shipment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the power surge occurred. During an ablation procedure with an maestro 4000 system the user was experiencing power surges during ablation. No patient complications were reported.